Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. PMA number is not available.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. There was no patient consequences before, during and after the procedure.

Manufacturer narrative:
Corrected information: further information was received indicating this manufacturer report should not have been reported as a medical device report (MDR) as the product is ous unique and is not distributed in the us.